Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stuck in the fill tubing menu and would not fill the tubing. Blood glucose level was 460 mg/dl at the time of the event and at the beginning of the call. The customer treated the high blood glucose level with a manual injection. The customer reported experiencing nausea at the time of the call. Later, the customer reported that her blood glucose level had come down to 389 mg/dl. High pressure test was not performed due to the customer not having a tubing clamp, but customer performed a complete set change which seemed to resolve the issue. Blood glucose level was 230 mg/dl by the end of the call. The customer was shipped a tubing clamp and will not return the insulin pump for analysis.